Event description:
A hospital in (B)(6) reported that an rd900aeu neopuff infant resuscitator "would not emit a pressure during use." The unit was connected to a ventilator. No patient consequence was reported as a result of this incident. Further information received from the hospital revealed that the subject neopuff was found "to be functioning accurately" after it was performance checked.

Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was not returned to fisher & paykel healthcare for inspection. Our analysis is accordingly based on the event description. Conclusion: the reported fault could not be replicated as the hospital confirmed that the subject neopuff unit was found "to be functioning accurately" after it was performance checked. All neopuff units are 100% performance tested before leaving the production line and those that fail are rejected. The user instructions require that the neopuff be tested by qualified personnel or an authorized fisher & paykel healthcare representative prior to each use to ensure functionality. The operating manual instructs the user to carry out a set-up procedure "prior to every use of the neopuff to ensure that the device is functioning correctly." In addition, the neopuff set-up procedure states the user must check the settings by testing the pressure output from the neopuff at the desired flow rate "prior to every use of the neopuff to ensure that the device is functioning correctly." Device not returned to manufacturer.